Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch* 10mm suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the device was difficult to open/close. No visual abnormalities were noted. The needle was not received. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions . The event did not meet regulatory reporting criteria. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a procedure, the jaws were very stiff and sticky. The jaws were hard to open and close. Initially the device was able to be loaded but then became hard to open and close. A new device was opened to complete the case. No adverse events have been reported.